Manufacturer narrative:
The device ro15065 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The hospital cleaning personal reported that during the device post-operative cleaning the foot of the hydraulic stabilization system fell off.

Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. A CAPA has been raised in our quality management system to determine the root cause of the hydraulic stabilization system defect and in order to determine further actions. The internal CAPA reference is the following: (B)(4).